Event description:
A hospital in (B)(6) reported that the bc4540 nasal prongs detached from the flexitrunk interface. The hospital further reported that the patient was active and had dislodged the prongs a second time, during which he became bradycardic. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc4540 nasal prongs are designed to be used with the flexitrunk interface. The complaint nasal prongs were not available for investigation as they were not returned by the hospital. Actions taken by manufacturer: a root cause failure investigation and a CAPA are underway to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the cdrh's division of international compliance operation. Fisher & paykel healthcare is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. A medical device recall letter has been sent to spectrum health, the reporter of this incident, and a response had already been received from them.